Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock. Upon review, it was noted myopotential noise and some type of electromagnetic interference (emi). The patient presented to the emergency room and technical services (ts) were consulted, possible causes were discussed and troubleshooting options were recommended. Additional information received indicates that there was undersensing due to varying amplitude signals in the polymorphic ventricular tachycardia (vt), led to the therapy was not delivered. Programming options were made. The s-ICD system remains implanted. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock. Upon review, it was noted myopotential noise and some type of electromagnetic interference (emi). The patient presented to the emergency room and technical services (ts) were consulted, possible causes were discussed and troubleshooting options were recommended. The s-ICD system remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
The complaint device was not returned to bsc; therefore, product analysis could not be performed. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. A risk review was completed and confirmed that the event of oversensing was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock. Upon review, it was noted myopotential noise and some type of electromagnetic interference (emi). The patient presented to the emergency room and technical services (ts) were consulted, possible causes were discussed and troubleshooting options were recommended. Additional information received indicates that there was undersensing due to varying amplitude signals in the polymorphic ventricular tachycardia (vt), led to the therapy was not delivered. Programming options were made. The s-ICD system remains implanted. No adverse patient effects were reported.